Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the reservoir and infusion set had air bubbles. The customer stated she tried for an hour to change her infusion and air bubbles persisted. The insulin pump was not rewound with the reservoir in place. The blood glucose at the time of the incident was 194 mg/dl. During troubleshooting she was advised to change infusion set. Insulin was not stored at room temperature. Customer checked her blood glucose at the end of the call and it was 362 mg/dl. The product will not be returned for analysis.